Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported, she is unable to establish communication between her scs ipg and charging system. An sjm representative confirmed the issue. The patient received replacement chargers and troubleshooting to no avail. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further investigation identified the patient's scs ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.